Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient started getting gastroparesis a year ago in (B)(6). A computed tomography (CT) scan was done at that time. The patient had lost 70 pounds since (B)(6). At the time of the report, the pump was being used to deliver fentanyl, clonidine, and morphine (unknown).